Manufacturer narrative:
Patient information is not available at this time. Date of incident was not provided. Gehc's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the tram 451 provided incorrect low invasive blood pressures. There was no related patient consequence.

Manufacturer narrative:
This supplement is submitted per FDA request (gen2200424). Previously, ge healthcare (gehc) identified an issue with inaccurate blood pressure readings in the tram module that was determined to be MDR reportable as a malfunction. Gehc reviewed complaint data for the years following the initial adverse event report and found no further occurrences of inaccurate blood pressure readings associated with the malfunction. In addition, there have been no other reports of an adverse patient event occurring due to this issue and analysis determined that it would be unlikely for death or serious injury to occur in the future if it were to recur. Gehc has therefore concluded that the issue no longer meets FDA MDR malfunction reporting requirements. Gehc continues to evaluate all product complaints and submit mdrs as required.

Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight: the customer could not provide the requested information. Date of event: the customer could not provide the requested information. Device evaluated by MFR: the date of manufacture is corrected to 05/2013. It was reported that while being used in conjunction with a mac-lab system, the customer reported the tram 451 provided false low invasive pressure readings from the p1 channel. There was no related adverse event and the p2/p3 channels were operating correctly hence monitoring continued without interruption. The low readings were confirmed onsite and by depot repair with a simulator. The tram was repaired by replacing the das module and tested to manufacturer¿s specifications. Further investigation into the reported failure could not be completed as the failed das module was discarded. Based on available information, probable root cause was determined to be a component failure of the pcb tram das processor contained in the das module. The calculated 1-year failure rate was well below the expected failure rate. Review of similar complaints showed no indication of any systemic product design or manufacturing defect. The mac-lab operator¿s manual warns that the mac-lab system is not a patient monitor and is intended to be used as a recording system.